Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was observed to be pulled back about 1-2 centimeters the day after it was implant. Further, the numbers were noted to be fine and the physician will just monitor as the patient was scheduled for ablation in a few weeks. Additional information was obtained indicating that the lv lead was confirmed slightly pulled back through fluoroscopy. The lv lead still remains in service. No adverse patient effects were reported.